Event description:
It was reported that the patient with this implantable pacemaker felt weak. Boston scientific technical services (ts) referred the patient to see a physician. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted as part of a routine replacement procedure and was not related or due to the clinical observation of patient felt weak.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory verified that telemetry system faults were recorded. Analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This issue can lead to increased power usage and decreased battery longevity.